Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6)2024. On (B)(6)2024, the patient's child stated that the patient's cgm was displaying 400 mg/dl while the bg was 20 mg/dl. It was reported that the patient did not take any insulin and passed out. The patient's child called 911. When paramedics arrived, they provided the patient with glucose to increase the patient's blood sugar. After treatment, the patient's bg was 265 mg/d. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.